Manufacturer narrative:
The reported incident that screwdriver blade, cannulated was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on the investigation result it has been considered as a user/design related issue. The visual inspection shows that the tip of the screwdriver is broken. It also shows signs of aging and corrosion over the instrument which were involved directly in its breakage. Nevertheless, complaints were received in the past with similar issues reported and therefore the nc#700224/CAPA#(B)(4) was opened. As part of this nc/CAPA the design was reviewed concluding that improvements can be taken over the device. Mainly, it was identified that the inner blade was the weak spot, therefore the thickness specification of the inner screwdriver blade was modified from / ø1,2+0,08-0,1 / to ø1,1+/-0,02/ in order to correct these events. In addition, in the CAPA investigation report indicates how rust can contribute to the weakening of the material and therefore to the breakage, thus a correct cleaning and maintenance its even more important in this case. In the dimensional inspection has been seen that the inner diameter is 1.2 mm therefore this screwdriver blade has been manufactured against the old design. As corrective actions have already been taken, no more action should be taken at this moment, pending the effectiveness check of the CAPA. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It is reported by the nurse, that the k-wires broke at the entry point. Also, the tip of the screwdriver broke. Nothing fell into patient. Non stryker devices were used to complete the procedure successfully. Surgical delay of 60 minutes not longer.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse, that the k-wires broke at the entry point. Also, the tip of the screwdriver broke. Nothing fell into patient. Non stryker devices were used to complete the procedure successfully. Surgical delay of 60 minutes not longer.